Event description:
Information received by medtronic indicated that the insulin pen doses were not transmitted to insulin pen application. Customer was assisted with troubleshooting. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.